Event description:
Upon normal opening of the package, the stent was introduced along the wire guide. However, upon reaching the stenosis area, resistance was encountered just as it was about to reach the turning point, making it difficult to advance the stent delivery system. After several attempts, it was unsuccessful. Upon retraction of the stent delivery system, two kinks were observed on the stent sheath. Concerned about potential accidents if the stent was continued to be used, a new stent was substituted to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Are there any clinical imaging/videos available? No. Was the product inspected for damage before use? (Kinks etc) no. Details of the wire guide used (diameter, type, make)? 0.035'' wire guide. Did the patient exhibit difficult anatomy? No. Was the stricture dilated before stent placement? No. Was an assessment carried out to determine the necessity for pre-dilation? No dilation. Was resistance encountered when advancing the wire guide to the target location? Yes. Was the directional button pressed during use? No. Was the yellow marker kept in view during attempted deployment? Yes. Did any part of the stent contact the patient's anatomy when the complaint occurred? Yes. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? Kink.

Manufacturer narrative:
E1 - phone: (B)(6). E1 - email: (B)(6). Device received but remains under investigation. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.